Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm. Their blood glucose level was 464 mg/dl. Troubleshooting was performed. The customer was advised she may have an occlusion on her body. The customer was advised to insert in other placed and to talk with their health care professional. The customer declined troubleshooting for the high blood glucose. The customer took 7.0 insulin through a syringe to treat the high blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
The information provided in section was incorrect with the initial report. The correct information has been provided with this report.